Event description:
It was reported that the patient was experiencing an increase in seizures. The physician suspected that this was due to low battery, although the battery was not depleted. The patient was referred for a generator replacement and the generator was replaced. The suspect device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The suspect generator was received. Product analysis was completed and approved. The device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional information has been received to date.